Event description:
Report received of the pump stopping and the display going blank without an alarm when the pump was unplugged from ac power. The pump was programmed to deliver maintenance IV fluids at an unspecified rate. The patient was being transported to the diagnostic area in the hospital for an unspecified diagnostic work up. It was noted immediately when the pump was unplugged from ac power, that the screen went blank with no alarm. The staff chose to put the infusion on hold during the diagnostic work-up as there was no place to plug in the device and the staff felt the patient could go without the infusion for this time. When the device was plugged back into ac power, the settings reverted to zero and the device required re-programming. There was no reported adverse effect to the patient. Though requested, there was no additional information available.